Manufacturer narrative:
The reported event that cannulated drill bit & countersink fixos ø1.7mm / l23mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over-torque and aging of the device. Microscopic investigation revealed that the fracture surface had suffered brutal arrachement damages. Based on the results of the examination, it can be stated that the device failed due to over-torque. Moreover, marks of usages are also visible, which is normal for a 6 years-old device (manufactured in 2011). Maintenance and reprocessing of instruments are under customer responsibility and they should be checked before each surgery. Please note that the cleaning and sterilization guide (ot-rg-1 rev 3_l24002000 cleaning guide) states: ''inspection before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface). Note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 2 for further details. [Page 8]'' [original statement(s)]. In conclusion, user has applied too high torque on the device and it has reached the end of its serviceable life. Device is not alleged of any deviation. Regarding the surgeon¿s concern about raw material biocompatibility (because of debris remained in patient body): this reference of drill bit is made of a standard stainless steel for surgical instrumentation. However, this raw material is not validated nor tested for remaining in patient on a long term. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the drill bit broke and that a piece of metal remained stuck in the patient's first metatarsal. The surgeon did not attempt to retrieve the metal as the surgeon believed that removing the fragment may have caused more damage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the drill bit broke and that a piece of metal remained stuck in the patient's first metatarsal. The surgeon did not attempt to retrieve the metal as the surgeon believed that removing the fragment may have caused more damage.